Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient presented for shortness of breath and was implanted with an impella cp device for mechanical circulatory support. During support, it was reported that heparin was started. The patient coughed and experienced bleeding at the access site. Dressing was changed and pressure was held. Heparin was turned off to obtain hemostasis. No hematoma was present. Support continued. Subsequently it was noted that the patient decompensated after rolling for cleaning. He went into a wide complex rhythm, then into ventricular tachycardia and then ventricular fibrillation. Advanced cardiovascular life support (acls) protocol was initiated and patient coded for 20 minutes, until it was called and he was pronounced expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.